Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was squirting insulin out during manual prime process and piston was not working. The customer¿s blood glucose at the time of the call was 160 mg/dl. The customer stated they have wasted insulin and have changed the reservoir three times but was unable to complete the prime process. Customer declined to troubleshoot as this was a past event. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However unit alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime test, excessive no delivery test.